Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The customer reported that the head broke off the lag screw during final tightening. There was a surgical delay of 15 minutes.

Manufacturer narrative:
The reported event that standard lag screw omega 110mm length was alleged of 'breakage during surgery' could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by inadequate use. The device inspection revealed the following: the returned lag screw is indeed badly deformed / damaged. It indicates that either the lag screw had not been properly assembled with the lag screw adapter or just inadequate use has resulted in these deformations. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If additional information is provided, the investigation will be reassessed.

Event description:
The customer reported that the head broke off the lag screw during final tightening. There was a surgical delay of 15 minutes.